Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle with pre-attached holder the safety shield breaks off. The following information was provided by the initial reporter. The customer stated: "it was reported that safety shield breaks off. Sm 368650 guard fell off.¿

Manufacturer narrative:
H6: investigation: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed and root cause is undetermined.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle with pre-attached holder the safety shield breaks off. The following information was provided by the initial reporter. The customer stated: "it was reported that safety shield breaks off. Sm 368650 guard fell off¿.